Event description:
It was reported that patient underwent total reverse shoulder arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013, due to migration of the glenosphere. A second revision procedure was performed on (B)(6) 2014, due to disassociation of the glenosphere. It was additionally reported that the patient suffered a fall prior to the (B)(6) 2014 revision procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-02156 & 02158).